Event description:
It was reported that approximately 30 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography scan revealed an endoleak. The physician brought the patient back in and implanted a competitor (gore excluder) device. The patient was reported to be doing well post operatively.

Manufacturer narrative:
Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to the focal stenosis of the right common iliac artery (9 mm). Cautionary product use conditions that might have contributed to this event included: a suprarenal aneurysm, and reverse conical, angulated aortic neck (46 0); and, a tortuous blood lumen with approximately 40 0 angulation. Patient factors that might have contributed to this event included: obesity, antiplatelet therapy, due to the increase risk for bleeding complications; and, chronic renal disease, which might have delayed a diagnosis due to the need to conduct non contrasted CT surveillance. Two months post implant, there was evidence to support: stent remodeling due to a loss of overlap, but no overt endoleak coupled with a stenosis at the bifurcation, which was observed the day after the implant. There was no sac growth during this interval of time. Twenty-seven months post implant, there was evidence to support: two endoleaks - type iiia above the overlap, and type iiib 2.2 cm above the bifurcation. There was a partial crown separation (stent fracture, without type ia endoleak) and migration of the cuff, which was confirmed by an increase in overlap at this interval. There was a large mural thrombus formation within both the cuff and bifurcated stent (partial occlusion). The secondary procedure was confirmed. There was technical difficulty inserting/deploying the infrarenal stent. There was a persistent endoleak, so another manufacturer's stent graft was placed, which mitigated the endoleak. The left common femoral artery required an endarterectomy prior to closure. The patient was discharged fifth post-operative day, however their disposition and condition was not known due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified, but difficult patient anatomy that included a focal stenosis of the right common iliac artery, anatomical remodeling and stent migration may have been factors for both endoleaks. The final clinical review noted calcium in the area where the type iiib endoleak was observed, which may have been the cause of the type iiib endoleak, over time, due to the off-label interaction with the calcium.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.